Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc). This occurred during the initial drain, while the hp was connected. The care giver (cg) stated that air could be seen in the patient line. The technical service representative (tsr) explained the alarm and assisted the hp with clearing it. The cg was going to set up the hc using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.